Manufacturer narrative:
The x2 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with around 300 units of insulin. The customer reported vision problems and possibly loaded an old cartridge onto the pump. There was no reported adverse impact to the customer's blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.